Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced pain, urinary problems, and dyspareunia and other outcomes. It was reported that patient underwent urethrolysis on (B)(6) 2003; concurrent procedure- cystoscopy, additional cystoscopies on (B)(6) 2003 and (B)(6) 2003; concurrent procedure ((B)(6) 2003)- inflation of botox at intrinsic sphincter due to chronic bladder outlet obstruction. It was reported that patient underwent cystoscopy, transvaginal takedown of residual mesh on (B)(6) 2012 due to chronic bladder outlet obstruction. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.